Event description:
During a follow-up visit clamp screws were found broken on the pt and fracture reduction was lost. A second surgery was performed in order to realign the fracture. The pt is expected to heal as desired. From the info in possession, it seems that the clamp screws have been tightened with a torque wrench (torque wrench in orthofix operative techniques is recommended only for cams).